Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 487 mg/dl. Customer experienced abdominal pain and vomiting. Diagnosed diabetes ketoacidosis. Customer admitted into ICU. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, self test, error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a scratched display window, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.